Manufacturer narrative:
Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty gas delivery engine (gde) for eval. As of the july 2, 2012, the alleged faulty gas delivery engine (gde) has not been received. Once the gas delivery engine (gde) has been received and the eval complete, a f/u medwatch report will be submitted.

Event description:
The following description of the event was copied by a carefusion tech support specialist from a warranty claim from submitted by the foreign distributor. "Engineer states that no alarm sound can be heard from this device. They have confirmed that the alarm itself is responding normally but soundless. Please send us a gde replacement."